Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that there was no further information regarding the patient and the pump serial number at this time. It was reported that the implant operation was on (B)(6) 2017. It was reported that a new catheter was needed/used to be able to complete the operation. It was reported that it was undetermined if there were any contributing factors that led to the collet of the catheter coming off. No further complications were reported and/or anticipated.

Manufacturer narrative:
The other relevant components include: product ID: neu_ascenda_cath, product type: catheter, product ID: 8781 lot# n717062001, implanted: (B)(6) 2017, product type: catheter. Analysis of the catheter (8781 - (B)(4)) identified that the catheter pin connector collet was detached and-or missing. Analysis of the catheter (neu_ascenda_cath) identified that the catheter pin connector collet was prematurely locked in place. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8781, lot# n717062001, product type catheter. (B)(6). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a foreign healthcare professional (hcp) via daiichi regarding a patient who was receiving gabalon with an unknown concentration and unknown daily dose via an implantable pump for an unknown indication for use. It was reported that during a pump implantation operation, the product was unpacked and taken out on a sterilized cloth and then the collet of the catheter connector came off and fell onto the floor. It was noted that the product was not touched by hand during the event. It was further reported that the collet of the connector came off. It was reported that 2 connectors were retrieved in a container. It was reported that the collet of one of them was closed during the operation due to the physician¿s mistake. It was noted that the product was the other one which was without a collet. It was noted that the customer requested compensation replacement. There were no reported symptoms. There were no reported complications. On (B)(6) 2017 as reported event description (hcp, for, other - daiichi); this document contains no new information. On (B)(6) 2017 rp (for, rep): document contains no new information. (Product returned).